Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Results code(s): (operational problem): visual inspection of the returned product found the lens was stuck inside the returned cartridge. The cartridge tip was damaged. There was evidence of surgical residue. (B)(4).

Event description:
The customer returned a cc4204a collamer single piece lens +24.0 diopter, stuck inside the cartridge. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.